Event description:
The event involved a secondary set, 15 micron filter in sight chamber, secure lock, 86 cm where the customer reported that when air inlet opened, drug flowed out through the air inlet. The medication involved is ihhg. The status of the product at time of event was during infusion. It was not detected prior to direct patient use. There was a patient involved and delay in therapy, but there was no patient harm.

Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Manufacturer narrative:
Received one (1) used. List # 140289291, secondary set. As received, the filter vent was wetted out with prior infusate. No other damage or anomalies were noted. The set was leak tested per specifications, and leakage was observed on the set from the vent. The complaint of a leak from the vent can be confirmed due to the presence of fluid residuals in the received filter. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.